Event description:
On (B)(6) 2011, the pt reported the check button of her infusion device has been "acting up" for about a year. She stated the infusion device is scratched because she carries the device in her bra and not in a case. Due to the scratches, the button does not always respond and she is also unable to read the serial number on the back of the device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.